Event description:
In 2006 - capsule failed to detach. Two months later, reattached - but may not have been expelled from the body quickly enough - pt has been left with super sensitive gi tract judging by low bowel sounds that (ibs?) Are embarrassing. Within days. Patient has abnormal bowel sounds then developed nausea cramping. More recently patient is also under neurological evaluation for heart rhythm problems.